Event description:
Product analysis was performed on the vns generator. Various electrical loads were attached to the pulse generator and diagnostics tests showed that accurate resistance measurements were obtained in all instances. There were no adverse functional, mechanical, or visual issues identified with the returned generator. No further relevant information has been received to date

Manufacturer narrative:
Describe event or problem, corrected data: follow up report #1 inadvertently stated that the explanted generator had been received by the manufacturer.

Event description:
Information was received that the explanted generator had not been received by the manufacturer. It was stated that the explanted device was inadvertently marked as returned. The facility at which the generator was explanted and replaced is historically a no return site. No other relevant information has been received to date.

Manufacturer narrative:
Describe event or problem, corrected data: initial report inadvertently stated "the unused generator showing high impedance has not been received by the manufacturer to date." Initial report inadvertently did not provide information regarding the return of the explanted device. Device available for evaluation?, corrected data: initial report inadvertently indicated that the device was not available for evaluation. If yes, returned to manufacturer, corrected data: initial report inadvertently did not indicate the date on which the device was returned. Device evaluated by MFR, corrected data: initial report inadvertently indicated that the device was not returned to the manufacturer. Provide code, corrected data: initial report inadvertently did not list the correct code.

Event description:
The unused generator, on which the high impedance was seen, was received by the manufacturer however product analysis has not been completed to date. The explanted generator was also received by the manufacturer however product analysis has not been completed to date. Multiple interrogations of the generator showed high impedance. No other relevant information was been received to date.

Event description:
It was reported that high impedance was seen with the replacement generator during the patient's re-implant procedure. The patient's implanted device was interrogated and the impedance was seen to be within acceptable ranges. When the new generator was tested prior to implant, leads were connected and high impedance was reported. Generator diagnostics were also performed using a test resistor and high impedance was seen. It was confirmed that both the lead and test resistor were securely inserted into the generator, and high impedance was still observed. The unused generator showing high impedance has not been received by the manufacturer to date. No other relevant information has been received to date.